Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, out of sensors and using bg run mode with manual fingersticks, experienced persistent hyperglycemia after a meal announcement, with a reported fingerstick of 455 mg/dl and later a highest value of 476 mg/dl over approximately 12 hours; the user perceived reduced insulin effect from the system, confirmed insulin delivery in reports, and subsequently disconnected to use subcutaneous insulin injections after checking the cartridge and line for leaks and drops without observed issues. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for backup therapy using outside injections and disruption of intended device use. Investigation included review of device reports with the user, guided checks for cartridge integrity and line flow, and user synchronization of data. Investigation of this case revealed no observed leakage, no visible occlusion or drop delivery at disconnect, and confirmation that the device was delivering insulin per reports while the user lacked cgm sensors. It was concluded that hyperglycemia occurred during bg run mode with manual entry while the device appeared to deliver insulin as reported, and the user elected to manage with injections until sensors and insulin supply were restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.